Manufacturer narrative:
The customer submitted a voluntary event report # mw5080194. Multiple attempts have been made to obtain additional information regarding the outcome of the adverse event and current state of the patient, the lot number/age of the part, and where the event occurred/hospital name. Once we have obtained additional information, a follow-up report will be submitted.

Event description:
The customer alleged that during a procedure for a right carotid and endarterectomy. The acorn tip of the metal cannula separated from the rest of the cannula. This occurred while a solution of heparin was being injected into the artery. When the patient was awakened from anesthesia, the patient was not able to move extremities on command. The patient was taken for a cat scan and it was discovered that the metal tip was retained in the patient. The patient was sent to or and the tip was unable to be retrieved.

Manufacturer narrative:
The device will not be returned as it is on hold by risk management at the hospital. We received additional information regarding the status of the patient. The bulb of the heparin needle remains in the patients brain and cannot be removed. The patient has since been released from the hospital and is attending physical therapy. Information was also obtained regarding the lot number of the device - 086 which indicates that this device was manufactured in june 2008 and was purchased prior to our acquisition of the codman portfolio. We are continuing to obtain further information, and a final report will be submitted.